Event description:
The manufacturer representative (rep) reported that during implant on date notified an impedance test was run at 2.0v and 360 pw, with some contacts showing as high and > 4000 ohms. There was no trouble inserting the lead, and the implantable neurostimulator (ins) was being used to test for motor response. The rate was noted to be at 14 and pw at 210 us, with cyclic set at 3s on/3s off. Amplitude was then increased with the clinician programmer and bellows and toe flick were present at nominal amplitude values, with it being indicated that the motor response is more noticeable during impedance check. There were no patient symptoms alleged. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll, (B)(4), found that the ins set screw was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.